Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose 531 mg/dl. The customer had low blood glucose 79 mg/dl, 61 mg/dl. The high blood glucose level was treated with the bolus on pump and low blood glucose was treated with the food. The troubleshooting was performed for high blood glucose and low blood glucose. The insulin pump will not be returned for analysis.